Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that overdischarge was suspected and the patient hadn¿t used or charged their implantable neurostimulator (ins) ¿for years¿. It was also reported that the device was ¿not working for a few years¿ and the patient wanted the system removed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that an overdischarge was not confirmed and the device didn't work. It was reported the battery was removed and the issue was resolved. No further complications were reported.